Manufacturer narrative:
(B)(4). Concomitant medical products- nexgen cr-flex femoral component, catalog # 00575201502, lot # 63583982, nexgen articular surface, catalog # 90597003010, lot # 63786789, nexgen all poly patella, catalog # 00597206532, lot # 63841081. Foreign source- (B)(6). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04890, 0001822565-2018-04891, 0002648920-2018-00682. Remains implanted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, a few days later, the patient started to experiences unknown complications. These complications resulted in an antibiotic treatment. The patient also experienced stomach pain. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
Upon review of additional information received from the clinical study manager, reveals the patient was suspected to have an infection post procedure, due to elevated cpk levels. It was unsure why the patient experienced elevated cpk levels, and was treated with antibiotics proactively. As further testing was conducted no infection or source of infection was found, and cpk level returned to normal. Cpk levels can be elevated for many reasons, including recent surgical procedures. As there was no identified or confirmed post procedure infection, this was determined to be not reportable.

Manufacturer narrative:
Upon review of additional information received from the clinical study manager, reveals the patient was suspected to have an infection post procedure, due to elevated cpk levels. It was unsure why the patient experienced elevated cpk levels, and was treated with antibiotics proactively. As further testing was conducted no infection or source of infection was found, and cpk level returned to normal. Cpk levels can be elevated for many reasons, including recent surgical procedures. As there was no identified or confirmed post procedure infection, this was determined to be not reportable.